Event description:
A report was received that the patient's charger was unable to couple over the ipg. It was confirmed that the ipg was flipped. The patient underwent a revision procedure and did well postoperatively.